Manufacturer narrative:
There is no evidence of a device malfunction. The event is attributed to operator error. Facility staff have provided re-training. The user's guide contains adequate warnings about adjusting the vascular access while the blood pump is running, which may result in a significant blood loss. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
During a routine hemodialysis treatment, the venous fistula needle was dislodged while trying to adjust it resulting in a blood loss of approx 190 cc of blood. The physician increased the standard epo dose from 10,000 units/week to 12,000 units/week on (B)(6) 2011. No other medical intervention provided.